Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, prime, seating test. However, insulin pump failed basic occlusion and force sensor test due to corroded home switch. Insulin pump received with cracked battery tube threads, fading serial number label and cracked case at battery tube side. The test infusion set, reservoir remains in place in the reservoir compartment

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer was unable to load reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.